Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave over sensing presenting as non-sustained rv oversensing episode was observed. One episode was noted during routine device interrogation. The decision was made to continue to monitor and not to make any changes as there was only one event observed. The patient was stable.